Event description:
It was reported that the procedure was treat superior mesenteric artery. The 8.0x60mm xpert pros self-expanding stent met resistance during advancement and once at the lesion the stent was attempted to be deployed; however, failed. It was noted that the middle of the delivery system was bent. The device was removed under fluoroscopy. Another unspecified stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. Per device analysis it was noted that the outer member was torn at the distal end exposing two stent struts and the outer member was broken distal to the strain relief exposing the pusher tube and held together by the inner member. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported deformation due to compressive stress/ bend was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy and/or inadvertent mishandling resulted in the reported deformation due to compressive stress/noted shaft bend and inner member kink; thus resulting in the reported activation/deployment failure. Manipulation of the device resulted in the noted device damages (cracked/torn/separated outer member, bent struts) likely contributing to the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.